Event description:
It was reported by repair work order that both side rail compression springs were missing potentially allowing the side rail to unlatch during use. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.